Manufacturer narrative:
Unit passed displacement test and self test. No pump error alarms noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit was successfully downloaded using thump software. During download review using the pump detailed trace it recorded pump error 53. Pump error 53 (file number = 617 and line number = 101) was triggered on 10/13/2024 at 07:55:15.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered due to software issue with the memory overrun. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: scratched case. In conclusion, customer concern for pump error 53 was not confirmed during testing, however, confirmed in the history/trace files on 13-oct-2024 due to software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer was able to clear the error and complete the rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history no harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction. Mmt-1886 was requested and the customer response was the device will be returned.